Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned.

Event description:
The arthroplasty was revised due to instability. The components were implanted in situ for ~ 2.8 y. The tibial insert and stabilizing post pin components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.

Event description:
The arthroplasty was revised due to instability. The components were implanted in situ for ~ 2.8 y. The tibial insert and stabilizing post pin components were revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.

Manufacturer narrative:
Corrected data: awareness date: (B)(6) 2013 - correct awareness date is (B)(6) 2013. Awareness date: (B)(6) 2013 - correct awareness date is (B)(6) 2013.